Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The break in aseptic technique was further described as touch contamination. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient was treated with cefazolin 2g ip for 21 days. At the time of this report, the patient was recovering from the peritonitis event and pd therapy was ongoing. No additional information is available.